Event description:
It was reported a patient underwent a robot assisted pancreaticoduodenectomy on (B)(6) 2026 and a drain was used. The incision was closed and the surgery was completed after placing the product in the patient¿s body cavity. The radiopaque blue stripe of 19fr was not confirmed at all on the x-ray when the x-ray picture was checked in the operating room after the surgery. The blue stripe was not visible on the x-ray. Since the drain could not be seen on the x-ray, a re-operation was performed, the drain was replaced with a new 19fr drain, and the surgery was completed. The product was used on intracavitary. The operation time was extended within 60 minutes. The blue stripe on the defective product, the stripe appeared to be narrower. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: the doctor contacted the sales rep saying that when comparing the newly opened drain with the blue stripe on the defective product, the stripe appeared to be narrower. Patient's condition after the procedure: normal. Doctor¿s opinion: the blue stripe on the drain was narrower than usual, suggesting it might be a defective product. Patient background information: none. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Where was the drain placed? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Please advise, is the device is available for return? H3 evaluation: images of sample received for analysis. No sample received. Photo analysis request ¿ drainage process", where we have received a total of four (04) images of the suspected defective product, for which, photo analysis is completed. Received pictures are checked visually, and concluded that: photo1 (2): the image shows a section of a transparent surgical drain/tubing sealed inside a clear plastic bag. A blue radiopaque stripe is visible along the length of the tubing; however, the stripe appears faint and relatively narrow. Photo- 2 (2) & photo-3 (1): the image shows two transparent drain tubes with significant blood staining attached with adapters. The tube on the right contains a clearly visible and wider blue radiopaque stripe running continuously along the tubing length. The tube on the left shows thinner, and less distinct blue radiopaque stripe compared with the right-side tube. Photo- 4 (2): the image shows two transparent drain tubing samples placed side-by-side inside/over a clear plastic bag. The upper tubing sample exhibits a faint, thin, and less distinct blue radiopaque stripe along the length of the tube. The lower tubing sample displays a darker, wider, and more prominent blue radiopaque stripe. Small dark red/brown stains or residue are visible on the upper sample and inside the packaging material. Based on the visual review of the received images, visual comparison of the returned sample (upper tubing) and reference sample (lower tubing) identified that the radiopaque blue stripe on the returned sample appeared narrower, lighter, and less prominent than the reference device. The observed difference may have contributed to reduced visibility under x-ray imaging during the reported procedure. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.